Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head jumps out a bit and leaves a gap between head and handle- oral b power oral care [device connection issue]. Case narrative: consumer e-mail stated that brush head stays in place at the start but, during the brushing, the head jumps out a bit and leaves a gap between head and handle. No injury was reported.